Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow-up, the right ventricular lead exhibited capture anomalies and the lead was bent. The lead was successfully capped and replaced. The patient was in stable condition post surgery.